Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing got detached where the cannula is connected while he was sitting down at his laptop doing work. The site location was patient's abdomen and the pump was clipped on to his belt. Moreover, the infusion had been used for two days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.

Event description:
On 18-mar-2021: follow up information was submitted for updating health effect - impact code and component code. Also, result of complaint investigation of the returned used device (1 tubing) showed that the tubing was detached from the tubing connector. Based on the result: type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in canada. The patient reported that the infusion set's tubing got detached where the cannula is connected while he was sitting down at his laptop doing work. The site location was patient's abdomen and the pump was clipped on to his belt. Moreover, the infusion had been used for two days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.